Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia.

Event description:
Edwards received notification that this 78-year-old patient with a 3300tfx19mm valve implanted in aortic position was considered for a re-do after an implant duration of 8 years and 8 months for unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 78-years-old patient with a 3300tfx19mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of 8 years and 10 months due to severe aortic stenosis within the tissue valve and mild aortic regurgitation, increased gradients with a mean of 49mmhg. As reported, patient presented with exertional breathlessness and chest tightness, fatigue and reduced activity tolerance. A transcatheter valve of unknown size was implanted within the pre-existing edwards surgical device with good result. As reported, patient was noted as to be in stable condition

Manufacturer narrative:
Added information to section a2, b5, b7, h6 (health effect - clinical code), h6 (device code(s)) h11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.